Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported slider on the injector got stuck and caused a flick in the right eye. Physician removed injector from eye and tried to slide the injector back and forth to make sure it moved smoothly. Xen was re-implanted and 2nd attempt was successful. Surgery was completed with the affected device. There was no injury to the patient.